Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered certain implant (xifnt410) was returned for investigation. Visual inspection of the returned product identified a severely fractured and damaged implant and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the product was fractured and damaged. The reported device had been implanted on tooth # 29 for approximately 7 months. X-ray and picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture and bone loss. The product was returned. The reported fracture was confirmed via visual inspection. However, bone loss could not be verified since it is a medical condition and x-ray/pictorial evidence was not provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured in the patient's mouth. The implant was consequently extracted. It was also reported that the patient suffered bone loss as a result of the fracture.